Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. A batch review will be conducted for potentially associated lot numbers h13k20100 and h14a04012. Should additional relevant information become available, a follow-up will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k20100 and h14a04012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. On the same day as the onset of peritonitis, the pt was hospitalized for the event. It was reported that maybe one of her bowels was the cause of peritonitis but this was not medically confirmed. The cause of the peritonitis was unknown. Treatment for the event was not reported. Two days after hospitalization, the pt was discharged. On an unreported date, it was reported that the pt was recovered from the peritonitis event but this was not medically confirmed. On an unreported date, the pt passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.